Event description:
It was reported that at the end of a prostate procedure, while withdrawing the surgical fiber, the fiber cap detached inside of the patient. The fiber cap retrieval method was not reported. Patient outcome: "...no damage to the patient". There was no injury reported. Gland volume: 30 cl; time expended: 20 minutes; joules used: 124,758.